Event description:
It was reported that the patient was in the hospital for five days following the pump implant. The patient had an infection in the pump area and the incision. The report also indicated that the patient had been in the hospital six different times due to infection. The patient was experiencing pain at the pump pocket and lower back. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.